Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 563 mg/dl and a bolus was delivered to address bg. Customer thought food may have been cause of elevated bg; however, was not sure. Pump system check with tandem technical support found the pump to be operating as intended. Recommendation was made for customer to discuss event with their healthcare provider.